Event description:
It was reported that the 8800 sys had mixed up and missing images from the pt directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed and the x-ray tube was replaced during the service call. The sys was tested and found to be working as intended and put back into service.